Event description:
It was reported the patient experienced a shock all over the body when she went through airport security. The patient could not change the implantable neurostimulator (ins). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 399930, lot# v006013, implanted: (B)(6) 2006. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension.